Manufacturer narrative:
Correction : additional information received stated that abbott rep was present during the procedure so the reportable aware date should have been (B)(6) 2021 in the initial report rather that (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01525. It was reported that one of patient occipital lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the lead was repositioned resolving the issue. It is unknown which lead is liable so both leads are reported.